Event description:
Spontaneous call from pt who reports having leakage at needle sites for infusion. We will be shipping longer needles for the next infusion. Unk if does were missed or any adverse events occurred. Unk if needles causing leakage are on hand. No other info known. Indication: selective deficiency of immunoglobulin g (lgg) sub classes. Reported to (B)(6).